Event description:
The patient reported that their v-go 30 device is no longer releasing medication and the needle will not come back out allowing the medication to release (needle button released). The patient stated they are wasting medication due to the issue. It was reported product samples are available for return, however to date have not been received for evaluation.

Manufacturer narrative:
Device evaluation: four devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.